Event description:
A patient reported experiencing an error code on their device with a message stating ¿cgm cannot continue,¿ and the screen was blacked out. There was no adverse impact to the customer's blood glucose level. The customer is currently out of warranty and is in the process of getting a new device. They requested a call back at 2:30 pm est for further follow-up. No additional information was received regarding the outcome of the event.